Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue. There is a possibility that the intra-aortic balloon (iab) ruptured while on the patient. No adverse event was reported.

Manufacturer narrative:
(B)(4). A getinge service territory manager (stm) was dispatched to the customer's site to investigate the reported issue. The stm evaluated the iabp unit and found blood on the pneumatic interface module (pim). The fse replaced pim (p/n: 0997-00-1178) to resolve blood back issue. The stm then performed a full functional and safety checks. The iabp unit passed all functional and safety checks per factory specifications. The iabp unit was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).